Manufacturer narrative:
(B)(4). Date sent: 1/26/2021. Additional information was requested, and the following was obtained: has the patient been prescribed medication? They were prescribed steroids and it didn't help. If yes, why was the medication prescribed? To assist with dysphasia and chest pain. Was the medication prescribed to treat the dysphagia, gerd, etc? Yes, dysphasia and chest pain. Were they taking this medication prior to implant ? No.

Manufacturer narrative:
(B)(4). Only event year known: 2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 23940 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: on what date was the device implanted? (B)(6) 2018. Was the device explanted on (B)(6) 2020? No, it was explanted (B)(6) 2021. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Gerd reflux. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Did well at first, but then started experiencing dysphasia. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes. If yes, what diagnostic testing was done and have they received the test results? Manometry, and surprisingly the patients motility had worsened. Did they have an autoimmune disease? No. Are they currently taking steroids / immunization drugs? No. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. If yes, could you please share the results? I do not have them, but when I spoke to doctor, the patient had a normal manometry, and tested positive for abnormal ph. When using the linx sizing device what technique was used to determine the size? Pop plus 3. How severe was the dysphagia/odynophagia before intervention? Severe, she had multiple dilations with no improvement. Was the device found in the correct position/geometry at the time of removal? Yes. Will the device be returning for analysis? No. Additional information: this linx removal has been rescheduled for (B)(6) 2021. The implant date should be (B)(6) 2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device will be explanted on (B)(6) 2020 due to dysphagia.